Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, the patient was at home when, around 10:00 pm approximately two days after sensor placement on the arm she observed an estimated glucose value (egvs) of 60 mg/dl, which aligned with how she was feeling at the time (specific symptoms not reported). It is unclear whether she self-treated the low egv. Shortly afterward, the sensor displayed a ¿brief sensor issue¿ error. Within minutes of this error, the patient began to lose consciousness. Her parents attempted to intervene by giving her chocolate-covered strawberries and cherries. Recognizing the severity of the situation, family members called emergency services. Emergency responders arrived at approximately 10:20 pm. A fingerstick glucose test performed by first responders showed a blood glucose level of 28 mg/dl, while the dexcom device was not displaying any egv. The patient received two glucose injections on-site and was transported to the emergency department (ed). At the hospital, the patient was monitored using a glucometer. By approximately 2:30 am on (B)(6) 2025, her blood glucose had risen to 160 mg/dl per glucometer readings, though the dexcom device was still not displaying data. The patient was subsequently discharged. At the time of the report, the patient was okay. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.